Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: during investigation, the pump successfully completed a 24 hour basal program. No alarms were recorded during this time. A manual 10 unit bolus and a 10 unit audio bolus were successfully performed. Both were accurately recorded in the pump history. The bolus history was found to be recording properly. No hypersensitive or stuck keys were observed on the keypad. The history settings issue was unable to be duplicated during the investigation. Unrelated to the original complaint, the display screen had a pinkish contrast. Additionally, the battery compartment wa cracked above the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged boluses were missing from the bolus history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.